Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer stated that after testing the axsym digoxin iii assay, error code # 118 (invalid test result, intercept too low) was generated on a pt sample. There was no impact to pt management reported.